Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the left monitor on the 9800 sys was flickering and blurry. No pt injury was reported.